Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch (B)(4) mfg date: (B)(6) 2016, exp date: 07/31/2018 in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a thoracotomy on (B)(6) 2017 and suture was used. During the procedure, it was found that the suture was thicker and the needle was bigger than the specification when taking out the needle-suture from the package. It was suspected that a needle-suture of a different product code had been mixed in the package. The needle-suture in question was not used. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch kjk319 mfg date: 08/29/2016, exp date: 07/31/2018 batch lak219 mfg date: 01/26/2017, exp date: 12/31/2018 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.two empty opened foils, one labeled winding former and a paper lid of product code pdp317 were sent for analysis. In addition, one empty winding former without product information and a dispensed needle-suture were returned. During the visual inspection of the sample, a characterization of the components was performed due to it could be observed differences from the requirements of product code pdp317. The sample received was a drill needle with cutting edge point type and pds vio suture of 27¿ length. According to the fg the sample do not correspond to product code pdp317. The batch history record was review and no batch with this type components were made the same day of lot# kjk319 was created. According to our manufacturing records, no incorrect component issues were found. However, we are unable to investigate further to which code correspond the needle/suture combination sent.